Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead exhibited high out of range pacing impedance measurements of greater than 2500 ohms triggering a lead safety switch (lss). Oversensing of noise leading to pacing inhibition was also observed. A revision procedure was performed where the lead was surgically abandoned. Boston scientific technical services (ts) was consulted and discussed the measurements were suggestive of a conductor fracture. A new lead was successfully implanted and no additional adverse patient effects were reported.